Event description:
Customer informed that exprienced breakage on three separated occasions. One time, the condom , a piece of the condom remainded inside of his partner, as a result she had a severe infection.